Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was alleged a call service 060 alarm occurred. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-oct-2018 with the following findings: a review of the pump¿s black box showed a communication error had occurred. During testing, the pump was powered on to the verify screen with audio tones and vibrations functional. The pump was exercised for 12 hours with no call service alarms occurring. The complaint of a call service alarm issue was not duplicated during investigation. The pump case was removed and moisture damage was found on the real time clock inside the pump.